Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had one issue on (B)(6) 2025 with the bag not draining, product concern form was submitted, and the second incident of the bag not draining occurred overnight, product concern form was submitted that morning. They had an additional issue of a foley bag leaking; they did not think a product concern form was submitted. They told by labor and delivery that within the last 2 days they also encountered a foley bag that was not draining, they did not know if a concern form was submitted. In looked at the list of 17 concerns there were many similar concerns with the foley bag or the balloon leaking. That also appeared that the majority of our concerns were from 2 different groups of foleys in multiple sizes within the group. Group 1: (B)(6) for size for foley bag (material # 154002) and for catheter (material # 175814). Group 2: (b(6) for size for drain bag (material # z10) and for catheter (material # z01). Labor and delivery pulled about 25 of the foley trays with lot #ngkp4405 and they had pulled 3 from the mbu stock. Hrps and product concern form (4616-pc) were completed. The two used, defective foleys were saved and available to be picked up. They were all in (B)(6) office, they can help someone to retrieve them if needed.

Event description:
It was reported that they had one issue on (B)(6) 2025 with the bag not draining, product concern form was submitted, and the second incident of the bag not draining occurred overnight, product concern form was submitted that morning. They had an additional issue of a foley bag leaking they did not think a product concern form was submitted. They told by labor and delivery that within the last 2 days they also encountered a foley bag that was not draining, they did not know if a concern form was submitted. In looked at the list of 17 concerns there were many similar concerns with the foley bag or the balloon leaking. That also appeared that the majority of our concerns were from 2 different groups of foleys in multiple sizes within the group. Group 1: (B)(6) for size for foley bag (material#: 154002) and for catheter (material#: 175814). Group 2: (B)(6) for size for drain bag (material#: z10) and for catheter (material#: z01). Labor and delivery pulled about 25 of the foley trays with lot#: ngkp4405 and they had pulled 3 from the mbu stock. Hrps and product concern form (4616-pc) were completed. The two used, defective foleys were saved and available to be picked up. They were all in (B)(6) office, they can help someone to retrieve them if needed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.